Event description:
A (B)(6) investigator called varian reporting an incident involving a treatment length error at (B)(6). The treatment was for a bronchial implant and a kink occurred in the applicator lumen after the initial implant and subsequent lumen measurements. During the implant, the dummy wire detected the obstruction in the lumen path at the location of the kink which was approximately 10 cm from the original lumen tip in the patient. A second CT scan was done with a marker in place showing the lumen constriction. With this information, the physicist was directed to splice some more bronchial catheter onto the end of the implanted catheter so that the aggregate length up to the obstruction was 130.0 cm. Approximately 10 cm of extra catheter was added, and a new treatment plan was developed for the patient based on the position of the obstruction as the new applicator tip. The hdr treatment was then according to the instructions. This was done, and a new treatment plan was developed for the patient, which was then delivered to the intended dwell positions, and to the intended anatomy in the patient. The patient has not displayed acute effects or other toxicity due to the radiation delivery.

Manufacturer narrative:
Method: device evaluated with respect to operational environment. Results: modification of device - unspecified.